Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that, after shoveling snow, the patient received inappropriate shock therapies and was presented to the emergency room. T-wave oversensing (twos) was observed on the right ventricular (rv) lead. After the sensitivity of the lead was reprogrammed, the lead did not over-sense, but noise was noted on the baseline. The lead remains in use. No further patient complications have been reported as a result of this event.